Manufacturer narrative:
The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected pump error 23, pump error 49 or pump error 68 were noted during testing. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All currents within spec range. However, confirmed power error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarms. Blood glucose was unknown. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.